Event description:
Serious injury involving one person who resides in germany. Diagnosis: corneal ulcer in left eye. Treatment is unk. The pt was hospitalized for a total of 5 days. Prognosis is expectance of a loss in acuity (degree unk). Lense (lot #8503205) and lense container (lot #unk) was returned for eval. Both were evaluated. Results as follows: lense - within spec; no abnormalities found. Lens case - leaking, solution in cup cloudy, greenish deposit on the bottom of the cup, dirty; all of which results in misuse by the pt.